Manufacturer narrative:
The customer reported that they are receiving different spo2 readings on the bedside monitors comparted to the telemetry devices. The telemetry devices using nihon kohden (nk) finger probes are showing lower spo2 values by as much as 5% compared to the bedside monitors (bsm) using coviden finger probes. There were no changes in the patient's condition or o2 status to account for the deviation values. Upon evaluation, it was determined that the difference in spo2 values is due to the different spo2 technologies.

Manufacturer narrative:
The customer reported that they are receiving different spo2 readings on the bedside monitors compared to the telemetry devices. The telemetry devices using nihon kohden (nk) finger probes are showing lower spo2 values by as much as 5% compared to the bedside monitors (bsm) using covidien finger probes. There were no changes in the patient's condition or o2 status to account for the deviation in values. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that they are receiving different spo2 readings on the bedside monitors compared to the telemetry devices.